Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported there were frayed wires on the implantable neurostimulator recharger (insr) antenna cord near the insr and desktop charger cord. It was noted since the wires had become more exposed the patient had been shocked while they recharged. The wires had become worn over time. It was further reported there was a broken connector pin on the desktop charger and the wires were exposed on the black cord. It was noted the recharger antenna had a frayed cable. The anomaly appeared to have occurred through product use and there was no indication of patient harm. It was further reported the old wire had dislodged from the charger. It was unknown which wire had dislodged. The patient had really soft speech and was hard to understand. Additional information received reported the recharger was involved in the event and it was unknown if the patient had a 50% or greater symptom reduction. The event was device related. The patient was still able to charge and they were waiting for a new charger.